Manufacturer narrative:
Date rec'd by MFR: 22feb2019. The data acquisition printed circuit board assembly was returned to philips for failure investigation. The part was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. (B)(4) international UDI #. No phone number provided. The failure occurred at "test 4: pressure accuracy" of the check test items. The data acquisition pcba mounting and pressure sensor were replaced. The software version is 2.30. No other abnormality were confirmed but the following parts were replaced as regulated by maintenance procedure to prevent failure: pm 1. Kit 1. The unit was checked overall, cleaned and functionally tested.

Event description:
Philips field service engineer (fse) reported pressure accuracy test failed during periodic maintenance. No patient/user harm reported. The event date was not specified; estimate used.